Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 11/25/2013

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings: evaluation revealed that the battery compartment is cracked extending from threads down to the finger pad, the battery cap is undamaged and able to fit securely. The pump powers on and displays verify screen. (B)(4).